Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cardioplegia pump had stopped after delivering the cardioplegia. The cardioplegia pressure reading kept climbing to 800 mmhg. The user disconnected the pressure transducer cable from the pressure module to silence the alarm that was sounding. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Note: after the procedure, the transducer cable purchased from an alternate manufacturer, was changed out and the device was fully operational for the next procedure. The user facility traced the issue to the transducer cable. Review of software data logs returned on (B)(4) 2012 in progress.